Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device was observed. The device's flow sensor was replaced to address the issue. During further evaluation of the device at the manufacturer's service center, attempts were made to download the error log and was unsuccessful. The device is not powering on and the error message indicates a vent inoperative condition. It was discovered that the flow sensor was completely blocked and unresponsive. The flow sensor was replaced with a new one.

Manufacturer narrative:
H3 other text : device evaluated by 3rd party.

Event description:
During the evaluation of the device at the manufacturer's service center, a failure of the device was observed. The device's flow sensor was replaced to address the issue.